Manufacturer narrative:
Evaluation - device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified (B)(4) 2013, via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2011), a patient injury occurred. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is the (B)(6) USA. The physician who treated the patient is dr. (B)(6). Two additional devices were implanted on the same date ((B)(6) 2011); an align urethral support system and an avaulta solo anterior synthetic support system; however, no other information was provided regarding these devices. The polyform part number and lot number have not been provided. No further information available at this time.